Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of the troubleshooting survey the customer reported she was able to successfully test while talking on the telephone with adc customer service.

Event description:
On (B)(6), 2010, a customer reported her precision xtra blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. The customer also reported that after using about five or six test strips the meter would turn on and this issue occurred for approximately one to two weeks. As a result, the customer was reportedly unable to know her blood glucose level and thought she might have sores due to that issue. The customer reported she experienced symptoms of hypoglycemia (tremulousness, dizziness, weakness) and hyperglycemia (diabetic sores). The customer was reportedly seen by a doctor who diagnosed her with hyperglycemia and the only treatment rendered was the application of an unknown cream to her sores. The customer further reported she took her regular diabetes medications (glipizide and metformin) and this was not a change to her normal self-treatment. Additionally, the customer reported she ate candy to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting.

Manufacturer narrative:
Customer's meter and test strips were returned for investigation. The complaint was not confirmed. Meter powered on with button and insertion of calibration bar. Meter also powered on with insertion of strips. Did not observe power issue with strip port. This is a final report.